Event description:
It was reported that the asymptomatic patient presenting to the clinic with the ICD reset. The patient will be closely monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.